Event description:
A CT technologist had completed a test using a ceiling mounted CT contrast injector near a patient for use. With the device moved away from the patient the tech was removing a syringe from the injector device when a pivot arm on the suspension system for the device snapped off, causing a section of approximately 20 lbs to dislodge and fall to the floor after striking the technologist in the head, knocking off the technician's glasses. They sustained minor injuries as a result.